Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 05-aug-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc) for the evaluation. The evaluation of the device confirmed that the flat cable was deteriorated and the reported event was caused by the defect of the flat cable. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was manufactured over eight years ago. Omsc guessed that the deterioration of flat cable was caused by long-term use. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that all leds of front panel of the device did not light up. There was no report of patient injury associated with this event.